Event description:
It was reported that the balloon ruptured. The intended procedure was angioplasty of a restenotic stent in a shunt anastomosis/brachial vein. Vessel characteristics were not provided. The powerflex balloon catheter was prepped and clinically used according to the instructions for use (IFU). The lesion was wired without difficulty. The balloon catheter was advanced to the lesion and inflated using an indeflator, however, the balloon ruptured at 10 atmospheres. No additional procedural information was provided.

Manufacturer narrative:
The product was not returned to cordis for analysis. A device history review was performed and showed that this lot of products met all applicable requirements. This review was extended to subassembly part number with two lot numbers. This review confirmed that subassemblies met all applicable requirements, including the burst test values. With the information provided, a conclusion cannot be drawn between the device and the reported event.